Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair, cystoscopy due to cystocele with stress urinary incontinence. It was reported that following insertion the patient experienced ¿sex is painful, suffered from anxiety and depression, problems with urination until further surgery could be performed, severe pain, infection, erosion of mesh into tissue and organs, and light bleeding. It was reported that patient underwent mesh removal of mesh removed in whole on (B)(6) 2006 due to difficulty with urination and had an infection. It was reported that patient underwent mesh removal of mesh removed in part on (B)(6) 2007 due to severe pain and unable to have sex. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.